Event description:
The user facility reported a 78-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient had a large hematoma in the right abdominal area and had bleeding from their impella cp access site following implant. As a result of the noted condition, the decision was made to remove the pump and place a new impella cp pump via the left femoral artery. A covered stent was placed in the right femoral artery and a balloon was inflated for dry closure of the site.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely use related, the impella was in the aorta and reposition required. A covered stent was placed in the right femoral artery and a balloon was inflated for dry closure of the site. H6 added component code 925 f6/f8-should have been left blank in the initial report. G1 manufacturing site name and address. H6 corrected health effect - clinical code from 1886 to 1884.